Manufacturer narrative:
A compressor mini was reported to unintentionally going into standby mode. The service engineer replaced the motor relay and normal operation was confirmed. The replaced motor relay was sent back for further investigation. The returned motor relay was placed in a compressor mini and the issue could not be reproduced. Power supply to the compressor with motor and to the radial fan is distributed via the motor relay. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As the issue could not be reproduced, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor was going into unintended standby mode even it hadn't connected to hospital central air supply. The patient involvement is unknown. Manufacturer ref.#: (B)(4).